Event description:
It was reported that a patient underwent primary breast augmentation with two mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient developed breast pain and suffered a saline decrease in one of the breast implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since it was not specified which breast side the saline decrease and breast pain are, both left and right implant information were provided.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 9571641 number, and no non-conformances were identified. Manufacturing date: apr/28/2021. Expiration date: apr/27/2025. A manufacturing record evaluation was performed for the finished device 9570470 number, and no non-conformances were identified. Manufacturing date: apr/27/2021. Expiration date: apr/25/2025. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).